Event description:
The hcp reported that the pt had experienced nausea, vomiting and withdrawal-like symptoms since implant. The pump volumes had been checked and were fine. A dye study/x-ray had been done (date not reported) and no problems with the catheter were found. The pt was given oral medications and told to report any further changes. The pump was used to deliver morphine. It was later reported that the pt was still not getting any relief from the pump, so a dye study was done (date not reported) and the hcp had difficulty aspirating cerebral spinal fluid from the catheter. They decided to do a catheter revision. During the catheter revision, the surgeon pulled back on the spinal segment of the catheter; the catheter came out; however, they found that it was fractured. Fifteen centimeters of the catheters did not come out with the distal portion of the catheter and remained in the pt's intracathecal space. Additional info has been requested, a follow-up report will be sent if additional info becomes available.